Event description:
It was reported that during the procedure, the screw could not be assembled with the cup. Surgeon followed technique to insert cup and used the corresponding specified drill bit. After measuring length and selecting screw, the screw could not be completely screwed into the cup and appeared to be slightly slippery. Another screw was able to be used. There was a five minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. The following sections were corrected: h4. Visual examination of the returned product identified hex visually appears to be stripped. The head of the screw has scratch lines going around it from top to bottom of head. The lead thread has nick in it. No other damage was noted during visual evaluation. Measurements are within limits, hex dimensions are not being evaluated due to damaged state of hex. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.